Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose was 400 mg/dl. Customer was treated with bolus for high blood glucose level. Customer stated that they smell insulin so they inserted a new set of infusion set. Customer was assisted with troubleshooting. Customer also stated that insulin does not exit. Customer was advised to manually push plunger to see if insulin exits the tubing. Customer stated insulin exited the tubing. Customer stated the insulin pump does not alarm insulin flow blocked. It is unknown if customer was using auto mode feature at the time of incident. The insulin will not be returned for analysis.